Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 560 mg/dl. Customer was treated with manual injections and insulin pen. Customer alleges insulin pump was under delivering insulin because blood glucose level was not going down after giving bolus. Customer stated that infusion set had leak at quick release. Customer was assisted with displacement verification test and insulin pump passed the test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be return for analysis.